Manufacturer narrative:
Additional information was received that the patient could no longer charge ipg and did not have charging materials. The physician confirmed that there was no explant and leads were never replaced. The patient underwent an ipg replacement per physician preference. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient underwent an explant procedure wherein the leads were removed for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure wherein the leads were removed for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead.

Event description:
A report was received that the patient underwent an explant procedure wherein the leads were removed for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent an explant procedure wherein the leads were removed for an unknown reason.